Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, that an early sensor expiration occurred. The sensor was inserted at the thigh on (B)(6) 2019. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.